Event description:
It was reported that this pacemaker, implanted with another manufacturer's right atrial (ra) lead, exhibited an out of range pacing impedance measurement. Following the out of range measurement, impedances returned to an acceptable range and remain stable. The lead configuration was in unipolar which resulted in oversensing and an inappropriate atrial tachy response (atr) episode. A signal artifact monitor episode was also noted, likely due to electromagnetic interference (emi). Technical services discussed a potential spring contact anomaly and the option to program the lead configuration to unipolar pacing/bipolar sensing. There were no patient symptoms or adverse effects reported.